Event description:
Additional information received noted that the atrial lead exhibited noise oversensing. The reported lead was explanted on (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited low pacing impedance and noise. No interventions were performed. There were no patient consequences.